Event description:
It was reported that intermittent ongoing occlusions alarms occurred. At the time of report Tandem Technical Support trouble shot the active alarm and determined there was a blockage in the cartridge. Ultimately, due to the ongoing alarms the pump was replaced, and the customer will continue to use the pump for insulin therapy and has an alternate method of insulin delivery available if necessary. Customer¿s blood glucose (BG) level was displayed as "High"; however, specific value was not provided. Elevated BG was addressed by a correction bolus via the pump and a manual insulin injection.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown / Unknown.